Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure in the duodenum performed on (B)(6) 2012. According to the complaint, during the procedure, the resolution clip device was advanced to the duodenal dieulafoy lesion, and then the clip assembly was locked and deployed, but it failed to release from the delivery catheter. Reportedly, the clip separated after manipulating the device for several minutes. The procedure was then completed using a bicap probe. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was reported as being (B)(6). (B)(4) for the reported event of clip difficult to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.